Manufacturer narrative:
Additional information requested and received. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - "when the bag was being deployed, one of the metal prongs detached and fell into the patient. The prong was retrieved. When on the phone sales rep stated the doctor had experienced this incident more than once." Additional information received via email from applied medical team member on october 20, 2016 - it was confirmed that a metal support (prong) detached from the device. The prong slipped out of it plastic slot as if the prong was not seated properly. The prong detached upon deployment, surgeon noticed because the prong was in the bag (cuff channel) but not attached to the shaft of the device. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation, however an image was provided. From the image, it was observed that one of the supports had detached from the device and was misshapen at one of the ends. No other non-conformances were noted. It is likely that the support had detached from the unit due to an insufficient bend in the support component. The root cause of the event was determined to be manufacturing. The probability and criticality of harm resulting from this failure mode has been evaluated and found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.